Event description:
It was reported that customer experienced continuous glucose monitoring error 42 on sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and completed reset with guidance from technical support, after which pump no longer displayed monitoring error.